Event description:
The separator kinked. No other information is available. When the event occurred, the physician had the device put aside for return to the manufacturer. The device was stored and subsequently lost. When it was re-discovered, no one from the hospital could remember the details of the event outside of the information on a note on the bag. The patient is believed to have not been affected by this event.

Manufacturer narrative:
Device investigation: results: there are two kinks in the proximal section of the separator at 39.5 and 41.0 cm from the proximal end. These kinks are also 4.5 and 6.0 cm from the start of the ptfe coating. These kinks are in the proximal taper grind region. Conclusion: the kink noted in the complaint is confirmed. There is no additional detail included the complaint that would the conditions under which the separator kinked, but the location suggests that the separator was being advanced against resistance or manipulated with the taper grind region outside of the rhv. The manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.